Manufacturer narrative:
Complaint conclusion: during coil embolization of a cerebral artery aneurysm, it was reported that the unspecified microcatheter deviated to the parent artery because of kickback when the physician attempted to add the orbit galaxy (640cf0824/17021973) after 7 coils were implanted. Therefore, he attempted to withdraw the coil; however, the coil had already detached and was unable to be withdrawn, and one or two loops of coil remained in the parent artery. According to the physician, the loops were ¿suspended (floated)¿ in the artery when the procedure was completed, and those might disrupt blood flow. No additional intervention was reported. It was reported that the coil was not entangled with previously implanted coils. The coil had not stretched prior to detaching. There had been no resistance when the coil was being advanced through or withdrawn from the microcatheter, and the microcatheter had not been positioned over the coil when the coil was deployed or partially deployed out of the distal end of the microcatheter. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. It was reported that the complaint product will be delivered for analysis. No further information is available. A non-sterile orbit galaxy tdl complex fill coil 8x24 was received coiled inside of a plastic bag. The hypotube was found kinked. The introducer was found partially zipped and it was found kinked. The support coil was found without damage. The gripper was found outside of the introducer while the embolic coil was not returned for evaluation. The introducer and the gripper were inspected under microscope; the introducer was found kinked. No damages were noted on the gripper, as well as no obstructions or damage was noted on the purge hole. Marks of the embolic coil was attached to the gripper can be observed. The ID from the introducer was measured and was found within specification. Functional testing could not be performed since the introducer was kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The premature detachment of the coil and protrusion into the parent vessel could not be evaluated without procedural films to review. The withdrawal difficulty could not be evaluated because the introducer was found kinked. The root cause of the event could not be determined based on evaluation of the product or the information provided; however, procedural factors such as the coil becoming anchored on the previous coils, the microcatheter or the aneurysm during the attempt to withdraw the coil may have contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: a gc (manufacturer unknown), a mc (manufacturer unknown ) an y connector (manufacturer unknown) and a dcs syringe ii (lot unknown) were used for this procedure. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of a cerebral artery aneurysm, it was reported that the unspecified microcatheter deviated to the parent artery because of kickback when the physician attempted to add the orbit galaxy ((B)(4)) after 7 coils were implanted. Therefore, he attempted to withdraw the coil; however, the coil had already detached and was unable to be withdrawn, and one or two loops of coil remained in the parent artery. According to the physician, the loops were "suspended (floated)" in the artery when the procedure was completed, and those might disrupt blood flow. No additional intervention was reported. It was reported that the coil was not entangled with previously implanted coils. The coil had not stretched prior to detaching. There had been no resistance when the coil was being advanced through or withdrawn from the microcatheter, and the microcatheter had not been positioned over the coil when the coil was deployed or partially deployed out of the distal end of the microcatheter. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. It was reported that the complaint product will be delivered for analysis. No further information is available.